Event description:
It was reported that, the micromanipulators on this console are out of alignment. No error code was reported. There was no patient involved.

Manufacturer narrative:
The up duo scanner communication harness, the telescopic support arm assembly, the microswitch, and two 0.87-inch diameter mirrors were returned to the quality assurance laboratory for analysis. The scanner communication harness was found to be damaged; its rf connector was missing from one end, having been cut off from the cable. The telescopic support arm assembly was broken. The microswitch passed the visual inspection performed. The two mirrors showed white spots on their surfaces. Based on the inspection results and the information available, the issue was resolved after replacing the scanner communication harness, the telescopic support arm assembly, and the two mirrors. Therefore, reported event was confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, the micromanipulators on this console are out of alignment. No error code was reported. There was no patient involved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the need for the customer to contact service for the alignment of the micromanipulator device confirms the reported event.